Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that this phenomenon was attributed to the inappropriate reprocessing by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the unspecified clip got stuck in the subject device and the user noticed it during the reprocessing a few days later and removed it. There was no report of patient injury associated with this event.